Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and necrosis at the implant site with no response to antibiotic treatment. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The recipient had a skin infection at the implant site for the second time. There was a skin necrosis with opening of the skin. Antibiotic treatment was provided, however did not resolve the issue. Cultures were performed and showed pseudomonas aeruginosa. The recipient has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had a skin infection at the implant site for the second time. There was a skin necrosis with opening of the skin. Antibiotic treatment was provided, however, did not resolve the issue. Cultures were performed and showed pseudomonas aeruginosa. The recipient has been explanted.